Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305211. Batch#: 3299629. It was reported by customer that medical information received a call from the sales rep stating that the filter needle has residue "whitish material" at the base of the hub of the needle. They noticed this when they were going to prepare the injection. They set the medication aside and 2 boxes were affected and will not be using any kits with this lot number now. This practice has had a lot of issues previously and request replacements for the entire lot and want to send all the kits to regeneron for testing/feedback. The sales rep had limited information at the time of the call. Med info made 1 outbound attempt to reach the reporter for additional information. The attempt was unsuccessful. No additional information was available at the time of this report. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Medical information received a call from the sales rep stating that the filter needle has residue "whitish material" at the base of the hub of the needle. They noticed this when they were going to prepare the injection. They set the medication aside and 2 boxes were affected and will not be using any kits with this lot number now. This practice has had a lot of issues previously and request replacements for the entire lot and want to send all the kits to regeneron for testing/feedback. The sales rep had limited information at the time of the call. Med info made 1 outbound attempt to reach the reporter for additional information. The attempt was unsuccessful. No additional information was available at the time of this report. Version 2: medical information received a call from the physician office who provided the following additional information: there is only 1 eylea hd that should have been reported for this event. The expiration date was 31-dec-2025. Purchased from no storage or shipment issues involved whatsoever no patients missed their dose due to this event sn: (B)(6) gtin: 00361755050017 the sales rep also provided photographs via email. Please see those photographs attached. No additional information was available at the time of this report. ---------------------------------------- version 3: on 18oct2024, regeneron medical information received a request from regeneron quality for a product complaint follow-up. Per the attachment (subject line: re: [external] regeneron product complaint report for eylea hd: regemc-175754 version 1): ¿will you please follow up with the patient to ask the foreign matter questions and also if the other events were reported?¿ on 18oct2024, medical information made outbound call to the reporter. The reporter confirmed the other events have already been documented and reported to regeneron. The reporter also provided the following responses: 1. Could you provide a photograph that includes the lot number? Yes. 2. Were non-supplied components used in preparing/administering the dose? No. 3. Was the supplied 18g filter needle used to withdraw the dose? No, we didn't even get that far. 4. Was the tamper evident seal present on the carton? Yes. 5. Was the tamper evident seal intact when the product carton was received? Yes. 6. Was the shipping container damaged? No . 7. Was the product carton damaged? No . 8. Which component contains the foreign matter: on the injection needle d. Injection needle location: on the hub, on the plastic where the needle attaches to the syringe, and on the base of the needle. 9. When was the foreign matter noticed: upon opening the carton 10. Can you describe the foreign matter in terms of shape/color/size? White opaque residue, in a drip formation, dried hard, doesn't smudge. 11. Does the foreign matter appear to be free-floating or fixed to the component? Fixed . 12. Describe any methods used to clean the vial or components? None . 13. Was the vial upright or inverted during the withdrawal? N/a, did not withdraw . 14. Was the dose prepared in advance? N/a, was not prepared no additional information was available at the time of this report. Version 4: on 18-oct-2024, medical information received an email from the medical specialist per the email: "I have another product complaint to report for eylea hd. The practice is (B)(6) and physician. Photos are attached showing filter needle and lot number/expiration date. The office phone number is and is the clinic supervisor. Please let me know if there is anything else you need at this time." Please refer to the source document for further details. No further information is available at the time of this report. Version 5: on 22oct2024, regeneron medical information received a request from regeneron quality assurance: "ine version 4 of this report the reporter state ¿"I have another product complaint to report for eylea hd. The practice is and physician. Photos are attached showing filter needle and lot number/expiration date¿ will you please follow up with the reporter and ask what the product complaint is? And is this product complaint related to the lot number in the image in this version." On 22oct2024, medical information made an outbound call to the medical specialist. The medical specialist confirmed that the complaint is for an additional unit of eylea hd that had "whitish residue" on the filter needle. The lot 8463800009 in the image of the version 4 report corresponds to this additional unit being reported. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4) follow up: it was reported the filter needle has residue of whitish material at the base of the hub of the needle. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with the plastic shield, but no packaging blister, and an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305211, lot 3299629. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.